Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 had automatic inflation failure. The equipment engineer reported that the fault occurred during pre use testing, and an on site inspection by the engineer revealed the problem. There was no patient involved.